Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units drain port is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and was able to reproduce the problem. To fix the issue fse replaced the iabp drain port connector and attached the tubing. No leaks were found. A full functional test were performed and passed. An iabp fill test, pumping with the trainer and balloon testing all passed. The unit is ready for clinical use.